Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was notified by daughter of patient wanting to return the device because patient had passed away. There was no report of medical intervention. No additional information can be requested at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.